Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, post procedure, the button was blocked/occluded. The reflux valve would not release the contents into the stomach. A new one step button kit was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that no issues were found on the button device. The reflux valve was properly positioned. A functional evaluation was performed by injecting water through the button and no leaks or occlusion was noted. A vacuum was then pulled with water remaining in the button body. The button body collapsed and reflux valve worked as intended. The visual and functional evaluation confirm the device met specifications. The returned unit was not consistent with the complaint that the button device was blocked/occluded. During the investigation, the reported failure mode (device was blocked/occluded) could not be replicated. The most probable root cause of the complaint is not-confirmed. A device history record (DHR) review of lot number 16276613 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, post procedure, the button was blocked/occluded. The reflux valve would not release the contents into the stomach. A new one step button kit was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.